Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a reintervention was performed to solve a type 1b endoleak of the gore® excluder® contralateral leg component plc181000 implanted into the patient¿s right common iliac artery. The underlying cause for the type 1b endoleak was reported to have been disease progression in the absence of device migration.